Event description:
The field reported backup vvi reset on the ICD. There was no complaint related to this lead. Analysis of the ICD found an arc mark on the device can. Further evaluation of the arc mark indicated the presence of lead material. The cause of the reported reset was a lead anomaly. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).